Event description:
A customer reported that a pt experienced a corneal burn during a intraocular lens (iol) implant procedure. Current pt status unk. Add'l info has been requested.

Manufacturer narrative:
The company rep examined and tested the system, and verified the system met product specs. No samples were returned for eval and no add'l info provided related to the customer reported event, corneal burn. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to (B)(6). Preventing corneal burns during phacoemulsification, (B)(6) 2010, vol.7, no.1:23-25, most corneal burns can be traced to issues related to surgical technique and not to mfg equipment. A letter and copy of this industry article was provided to the customer. (B)(4).